Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7040-90, lot# 493342, mfd. 06/20/15, expires 2020-06, (B)(4). 2nd (middle): ifuse implant, p/n 7050-90, lot# 493348, mfd. 07/01/15, expires 2020-07, (B)(4). 3rd (inferior): ifuse implant, p/n 7035-90, lot# 333225, mfd. 02/19/15, expires 2020-02, (B)(4).

Event description:
In (B)(6) 2016, the patient underwent left side si joint arthrodesis where three implants were placed. The patient claimed to never have had complete pain relief and presented to a new surgeon with complaints of recurrent and new si joint pain. The new surgeon initially thought that there may have been an infection around the implants but later confirmed through testing that there was no infection. CT scans & MRI did not show any lucency or halos around the implants. In (B)(6) 2016, the surgeon performed a revision surgery where he removed all of the implants using chisels. All of the removed implants had boney-on growth covering them. He added bone substitute to each explant hole. No new hardware was added to the joint. The patient is doing better following the revision procedure.